Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the potentiometer on the low voltage power supply was adjusted from 4.7 v to 5.150 v and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No pars have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a continuous beep could be heard from imaging system generator. Issue was discovered when powering up system. There was no patient present at the time of the issue.